Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. The customer called back to request assistance walking through infusion set change from tandem technical support. Reportedly, the customer was able to successfully resume insulin therapy.